Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, force sensor, occlusion, sleep current measurement, active current measurement, and self tests; it failed basic occlusion test in that the unit did not stop priming when 4 lbs. Of weight was put on the stack. Upon further review of the unit's interior, there were signs of previous moisture presence on the back of the lcd screen towards the top behind the battery compartment. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing either. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. There are both large horizontal and vertical cracks in the battery threads. Also the s/n label located between the belt clip rails has worn down to the point where it¿s illegible. Finally the middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery alert prior to the replace battery alert. Timing was less than 8 hours from the low battery alert to the replace battery alert. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.